Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional. A completed questionnaire has not been received. There was no lot number provided. (B)(4).

Event description:
A consumer reports that following an intraocular lens (iol) implant procedure, his eyes are sore, he has blurry vision and has been experiencing headaches that are not responsive to medications. There are two medical device reports associated with this event. This report is for the right eye. Additional information has been requested.